Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "dr. (B)(6) attempted to lock in the insert and it would not seat. He removed the insert and reinserted the implant. At this point, he used a freer elevator to check the locking mechanism and the insert came out. We replaced the insert with the 5630-g-608."